Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the foreign substances which looked like a piece of metal was found inside of sterile tray when the nurse opened it. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515048201, lot number z000007990, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product; however, the returned product was removed from the sterile packaging by the customer. This complaint cannot be confirmed. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. While the service technician found that there was particulate returned with the product, it cannot be determined if the particulate was packaged with the product since the packaged product was returned opened. Therefore, the root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.